Event description:
It was reported that pump displayed altitude alarm on (B)(6) 2026, but insulin delivery was not currently suspended and cartridge did not need replacement. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance on preventing future altitude alarms, confirmed understanding, and successfully resumed insulin delivery with original cartridge, with no additional issues reported.